Event description:
The affiliate reported that after implantation, the patient developed ventriculitis. The patient died, however the physician noted the cause of death was not related to ventriculitis. The patient had multiple medical problems including subarachnoid hemorrhage and a brain aneurysm.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was discarded by the customer; therefore, the evaluation could not be performed. In the absence of the complaint sample the lot history records for p/n 82-1749; lot # 346619 were reviewed, and it was verified that all products in this lot number conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
The affiliate reported that the patient had the implant in for 2-3 weeks and patient developed ventriculitis. Patient died but cause of death was not due to ventriculitis. Patient had multiple medical problems - long history of medical problems - subarachnoid haemorrhage and brain aneurysm coiling. Product expiry: 2014-02. The sample was discarded. On 4/17/2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
On 4/17/2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.